Event description:
The customer reported that the 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien inspected the device and replaced the vent head led pcb. The ventilator passed all testing.